Event description:
It was reported that pump displayed malfunction alarm code and issue recurred after reset, with no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was able to reset pump and resume insulin delivery.